Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented during follow-up in-clinic. The patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. There was a missing heart failure transmission from february. Premature battery depletion was suspected. The ICD was replaced and there were no consequences to the patient.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.